Event description:
The customer reported difficulty with the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no reported impact on the customer's blood glucose level, as the customer did not provide specific information regarding any extreme values. Technical support assisted the customer in troubleshooting the issue and decided to replace the pump. The customer agreed to use an alternate method for insulin delivery in the meantime and understood instructions for returning the faulty pump.